Event description:
It was reported that the patient presented remotely via (B)(6). Upon review of the transmission, it was observed that the right ventricular lead exhibited over-sensed noise and insulation damage. The patient did not experience inappropriate therapy during the oversensing. Programming changes were discussed, but not made. The patient was stable, and will continue to be monitored.

Event description:
It was reported that the patient presented remotely via (B)(6).net. Upon review of the transmission, it was observed that the right ventricular lead exhibited over-sensed noise and insulation damage. The patient did not experience inappropriate therapy during the oversensing. Programming changes were discussed, but not made. The patient was stable, and will continue to be monitored.